Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report that insulin pump was exposed to moisture damage. Customer reported that the pump was accidentally dropped in the toilet. Customer also reported that she was hospitalized on two occasions for high and low blood glucose levels. Customer stated that she completely passed out and was taken to the hospital. Customer's blood glucose levels at the time of hospitalization below 28 mg/dl. Customer's current blood glucose levels was 191 mg/dl. Customer thinks she took too much insulin and didn't eat enough. Customer also reported that she was hospitalized due to diabetic ketoacidosis (dka). Customer stated that pump was giving her a message that said get assistance immediately. Customer stated that she was also having issues with her blood pressure as well. Customer's blood glucose levels at the time of hospitalization 371 mg/dl. Customer was wearing the pump at the time of hospitalization. The pump passed functional testing. Replacement product is being sent.